Event description:
An infusion pump with a failure code 804:34. Information was not provided regarding whether or not the failure occurred during and infusion. No reports of any patient incident involving this pump.